Event description:
The customer reported that all monitors (micropaq and propaq lt) are not able to connect to acuity. This resulted in a temporary loss of wireless connectivity and centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.